Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was re-using cartridges and insulin, not performing the proper air removal steps, and replacing their cartridges every four days. Tandem technical support educated the customer on proper insulin/cartridge labeling and load technique. Following a system check performed by tandem technical support, the customer cleared the alarm and resumed insulin therapy. Customer's blood glucose was 259 mg/dl.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.